Event description:
It was reported that a pump declared an altitude alarm. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to clean the speaker holes and check the cartridge connection, which resolved the issue as the pump resumed normal operation without any recurring alarms. Tips for preventing altitude alarms were also provided to the customer.